Manufacturer narrative:
DHR and complaint history review. Conclusion: device was manufactured prior to design change.

Event description:
It was reported that "the clamp did not lock into plate. A replacement was promptly provided"